Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. The customer reported the suspect compressor assembly is available for analysis and an return good authorization (rga) has been issued. At this time, vyaire medical has not received the suspect compressor for evaluation. The completed compressor evaluation will be included in a supplemental report.

Event description:
The customer reported an unresolved inoperative internal compressor assembly on this avea ventilator. The customer stated no patient involvement with this event.

Manufacturer narrative:
The vyaire failure analysis laboratory received the suspect compressor (scroll pump) assembly for a component investigation. An investigation was performed and identified the component delivering insufficient flow during testing. The physical inspection found the orbiting scroll was worn out and making contact with the fixed scroll scratching the metal. At this time, the reported event was duplicated and the root cause is associated with a material issue within the scroll pump components. This issue will be internally investigated within vyaire.